Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the o2 (oxygen) hose had a puncture. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer replaced the o2 hose to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.